Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd prizm vip pump settings indicated 137.4ml had infused (0.6ml left to infuse), however, the bag appeared to still have at least 10ml of drug volume left in it. No patient consequences were reported. No adverse effects were reported.